Event description:
Hospitalized for dka. It was indicated that since they changed out set, blood glucose have been normal. The pump settings were accurate and no alarms were found in the alarm history.